Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 800 synchron system. The system cultured positive for bacterial contamination. The customer queried the effectiveness of the recommended maintenance procedure. No erroneous results were reported. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The system cultured positive for unspecified bacterial contamination. The fse decontaminated the system and recommended that the system be cultured at routine intervals. The system reportedly is operating within specifications. Although the source of the contamination was not identified and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion ca be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.